Event description:
It was reported that drain bag was leaking at the bottom around green seal. Another one tubing was laid wrong and bent. Patient thought that both of the bags were defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "urinary drainage bag with anti-reflux chamber reorder 802001 sterile fluid pathway only when tubing cap is secure and drainage clamp is closed. Contents: 2000ml (approx. Vol.)/urine sample sleeve ¿ 0.313¿ i.d. (7.95mm) drainage tube ¿ round profile center entry ¿ anti-reflux chamber ¿ swivel hanger with flexible hook ¿ draw-off tube with clamp caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Directions for use: 1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for obtaining urine sample: 1 . Kink tubing a minimum of 3 inches below sample sleeve until urine is under sample site. 2. Swab surface of puncture site with antiseptic wipe. 3. Insert needle (21g or smaller) through center of puncture site. Be careful to avoid puncturing opposite side of sample sleeve. 4. Remove desired volume of urine. Release kink to permit flow to drainage bag. 5. Send specimen to laboratory." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that drain bag was leaking at the bottom around green seal . Another one tubing was laid wrong and bent patient thought that both of the bags were defective. Per follow up via phone on 26may2023, it was reported that the drain bags did leak. Customer was able to speak with liberator and they replaced drain bags which have caused no issues.